Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that during the esophagus surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.